Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had an (electroencephalogram) eeg about a month ago and they were told to turn their therapy off for the eeg. The patient said they hit something and thought they turned the therapy off, but they didn't. Patient went to the office and the physician assistant (pa) looked it up and said the therapy was never shut off. The patient then said they felt cramps in their stomach. The patient was redirected to their healthcare provider to further addressthe issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.